Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: the complaint device is not being returned, it was retained by customer as it is later found to be working to specifications, therefore unavailable for a physical evaluation. Since no failure was identified with the device, a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
As reported by the sales rep, whenever the generator is activated it shorts out the rest of the devices on the tower. They tried different wands on it but it was only resolved when they used s different generator to complete the unknown case. There was no patient harm, and a minor delay in the case to swap the unit out with another like unit.